Event description:
It was reported that the customer was hospitalized due to high blood glucose, and the insulin pump alarmed motor error. The blood glucose reading was 59 mmol/l. It was stated that the customer was experiencing unexplained high glucose for twelve days. Troubleshooting was performed. It was stated that the battery was changed, and the insulin pump still was not functioning. It was stated that the customer was not comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.